Event description:
It was reported that this artificial urinary sphincter (aus) was removed as the device was not working due to fluid loss. A new aus was implanted. No patient complications were reported.